Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1u4yz implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient spoke with device registration and verified that original device set was removed on (B)(6) 2020 due to their wire came out of the skin.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1u4yz, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is not working and it's been going on for awhile. They also said they would go back every 3 months to their healthcare provider (hcp) and they would get it adjusted. The hcp had them go in for a scan and determined a wire wasn't going in the right direction and needs to be replaced. They were also experiencing stress incontinence. The patient didn't report any falls or traumas, but is relay active and does water aerobics. They are scheduled for replacement, but is concerned about having the same issues again. The call center reviewed risks of lead migration and recommended discussing concerns with the hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s device was replaced on (B)(6) 2020 and was working well. There were no further complications reported or anticipated.